Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system once and fired 1 green stapler reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The unclamp was shown as successful per the logs. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the jaws of the sureform 60 stapler, which was equipped with a green sureform 60 reload, did not unclamp properly, resulting in an incomplete staple line. Although the jaws were eventually opened, the specific method used to release the tissue remains unknown. At the time of the incident, an error message indicated that the blade might be exposed. After inspection, the staples were found to be improperly formed, and multiple holes were observed in the staple line. To resolve the issue, a backup stapler instrument and a new reload were utilized. There was no bleeding or unexpected tissue removal, and the procedure was successfully completed robotically without further complications.

Manufacturer narrative:
Updated sections: h2 and h11. Additional information: intuitive surgical, inc. (Isi) did not receive the sureform 60 green reload to perform failure analysis (fa). Isi received the sureform 60 stapler instrument for fa evaluation. The stapler instrument was installed and tested on an in-house system, passing both recognition and engagement tests. The instrument exhibited intuitive movement with a full range of motion in all directions, and the grips opened and closed properly. The stapler instrument also passed clamping, compression, and firing tests, each performed twice in different positions. A review of the system logs showed no failure messages related to this stapler instrument. The stapler instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.